Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen stuck on a rewind required screen as well as unspecified error. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was unable to complete insulin pump rewind. Customer stated that battery cap was not damaged. Customer reported that there was fluid in the battery compartment. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm frozen screen due to critical pump error (open book image) alarm. Insulin pump received with corroded battery tube noted.